Event description:
Part/interface does not fit/align.

Event description:
Part/interface does not fit/align. New information has been received from the customer which has resulted in a change of the defect type. The new defect type, failure to osseointegrate, has been updated for this event.